Event description:
It was reported that a spectrum pump's keypad was not functioning properly. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced, improper keypad function was confirmed and was determined to be caused by a failed keypad. It was observed during testing that the keypad had limited functionality due to the 2nd blue soft key, setup, number 1, 4, and 7 keys being inoperable, interfering with the mdl drug search. The failed keypad was replaced.